Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-01605, version: 4.1.0, ubd: , UDI#:. The manufacturer representative went to the site to test the imaging system. Rad-gain and fluoro-calibration was performed. System checkout was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that  the health care professional had problems with the image quality in fluoroscopy. The picture was grey in grey, it was difficult to see the vertebrae. The next step was to perform a rad-gain-/fluoro calibration when the imaging system was available. Imaging was aborted causing less than an hour delay in the case. No impact on patient outcome.